Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for a separate issue. The cse had replaced the aliquot probe and drain. The customer ran calibration and quality controls (qc) resulting within range. The cause of the discordant, falsely elevated ca result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required at this time.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained upon repeat of a patient sample on a dimension vista 1500 instrument. The sample was initially tested in duplicate, resulting 8.4 on both replicates. The sample was then repeated in duplicate, resulting high on one replicate and lower on the other. The high outlier result was reported to the physician(s), who questioned it. The sample was then repeated a second time in duplicate on an alternate dimension vista instrument, resulting, lower than the reported result and matching the lower results obtained. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.